Event description:
The patient had provided a timeline of scs revisions; the electrode lead had been implanted in 2007, and was "installed on level 11 and seven." An adverse reaction to antibiotics the same month, had delayed placement of the ipg and extensions devices. Subsequent to implant of the pulse generator and two extensions the following month, the patient had felt no stimulation; "in the recovery room the pa, who is trained in medtronics, tried to start the stimulation but it wasn't a success." At follow-up for system adjustments with the hcp ten days later, the patient felt stimulation only on her left-side and front area; no stimulation was detected on the right-side of her body or the lower back (lower sine), and leg regions. The hcp had felt that it was a technical problem. Thirteen days later, the extension devices were revised; two days later on stimulation had been felt and the patient contacted the patient service representative and reported that she had felt only faint stimulation over the implant (assume ipg), and in the chest area on the left-side of her body. The stimulation could be felt whether the system was on or off. She had required pain control for right-sided symptoms in the lower back and leg region; the patient suspected a problem with the system and had attempted to adjust the stimulation and had used different settings, but only faint sensations of stimulation had been felt. The patient representative had redirected the patient to report symptoms to the hcp. At follow-up the next month, the patient reported that the representative and hcp had "worked for two hours to make it go to all the right places, but it didn't." The stimulation had been felt above the waist and on the left-side; the patient stated it had been very uncomfortable, stimulation was also felt in her elbow. The reprogramming attempt had bene unsuccessful; the representative stated the original electrode placement may have been incorrect. Additional reprogramming had been planned subsequent to a reduction in swelling. The patient service representative followed-up via phone three days later; the patient provided that the hcp had reported the leads had not moved; x-ray exam (date unknown), had revealed no lead migration had occurred. Subsequent reprogramming would be attempted the following week ot allow more time for tissue healing. The patient had felt stimulation in her back, but it was located higher in her back and did not reach her lower back pain; the therapy benefit was deemed ineffective. The representative reported on the same day, review of x-ray results had shown no lead migration had occurred. The patient had indicated, at the time of lead placement, the that stimulation benefit had been effective at t7. The physician would be contacted. Eleven days later, the patient reported that the ipg and extension had bene explanted on six days earlier, due to infection; the infection had started over the pulse generator and the patient had received antibiotic treatment. She would see the physician the next day. A revision to place a new ipg and extension had been planned for fifteen days after the explant date. The product disposition is unknown; the device has not been returned for analysis. Additional information has been requested from the physician.